Manufacturer narrative:
Analysis confirmed the customer comment of a broken ventricular connector, the output connector assembly was broken. It was additionally noted that the keypad was scratched and that six plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. It passed its final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator was returned for service. There was no patient involvement.